Manufacturer narrative:
On aug 5 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with unspecified mentor gel breast implants and experienced bilateral capsular contracture baker grade iii and rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 475cc, catalog number 3504754bc, serial number (B)(4), and serial number (B)(4) on (B)(6) 2020. This report is for the right breast prosthesis.